Event description:
Customer alleges battery failed during a medical emergency on board a ship resulting in pt death. Repeated attempts by MFR to obtain add'l event and pt details have been unsuccessful. Customer states this did not cause or contribute to pt outcome. Manufacturer's records indicate battery in question was beyond recommended useful life as stated in device labeling.